Event description:
As reported, information was received by the rep that a re-bleed occurred after using the mynx grip vascular closure device (vcd). The rep has also seen hematomas after removal of the system despite proper application. Manual compression for longer time and pressure bands have been used. The bleeding was observed after removal of the system at the end of manual pressure; 1-5 minutes after device deployment, after procedure completion manual compression was performed for longer time. There was no reported patient injury. Because this information the rep had gone to the customer for a mynx grip follow-up training and education. Patient relevant medical history is unknown. The mynx vcd was being used for an interventional procedure using a retrograde approach. The deployer is mynx certified. The femoral vessel suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and there was no presence of calcium in the vicinity of the puncture site. The patient underwent normal hospitalization and recovered. The plug was not exposed outside of the patient¿s skin. There were no multiple sheath exchanges during the procedure. The puncture site was not a high stick; it was not below the bifurcation (low stick) and there was no posterior wall puncture during vessel access. The hematoma was not observed immediately after the sealant was deployed; the patient was in the lab on the table when the hematoma developed. Manual compression was used to treat the hematoma. The device was not returned for evaluation.

Manufacturer narrative:
As reported, information was received by the sales rep that a re-bleed occurred after using the 6/7f mynxgrip vascular closure device (vcd). The sales rep has also seen hematomas after removal of the system despite proper application. Manual compression for longer time and pressure bands have been used. The bleeding was observed after removal of the system at the end of manual pressure; 1-5 minutes after device deployment, after procedure completion manual compression was performed for longer time. There was no reported patient injury. Because of this information, the sales rep had gone to the customer for a mynxgrip follow-up training and education. Patient¿s relevant medical history is unknown. The mynx vcd was being used for an interventional procedure using a retrograde approach. The deployer is mynx certified. The femoral vessel suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and there was no presence of calcium in the vicinity of the puncture site. The patient underwent normal hospitalization and recovered. The plug was not exposed outside of the patient¿s skin. There were no multiple sheath exchanges during the procedure. The puncture site was not a high stick; it was not below the bifurcation (low stick) and there was no posterior wall puncture during vessel access. The hematoma was not observed immediately after the sealant was deployed; the patient was in the lab on the table when the hematoma developed. Manual compression was used to treat the hematoma. The device was not returned for analysis. A product history record (phr) review of lot f2229702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing-related cause for the reported event. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229702 presented no issues during the manufacturing process that could be related to the reported event. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, information was received by the rep that a re-bleed occurred after using the mynx grip vascular closure device (vcd). The rep has also seen hematomas after removal of the system despite proper application. Manual compression for longer time and pressure bands have been used. There was no reported patient injury. Because this information the rep had gone to the customer for a mynx grip follow-up training and education. The device is expected to be returned for evaluation.